Event description:
It is reported that the device was implanted in 2006. Approximately 1 year post-op, the patient was revised the following month, where the shell was removed. The surgeon noted that the liner was oblong and not round.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Evaluation summary: there is insufficient information and the post implant processing of the liner prevents analysis necessary to determine probable cause. Cause cannot be definitively determined. Liner appears to be oblong. Due to the device being autoclaved in the field, an accurate dimensional analysis could not be performed. Device history records indicate device manufactured to specification.